Event description:
A user reported that a 10ml syringe luer lock with needle 20g*1 was missing the cap when they opened the package and the needle went through their thumb. The caps are often missing on this product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).